Event description:
It was reported that a patient, underwent an ischemic ventricular tachycardia (isvt) procedure with a smart touch unidirectional catheter and a suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history is unknown. The physician was applying rf with this catheter in the left ventricle when the patient¿s blood pressure dropped. The procedure was stopped and a pericardiocentesis was performed. Upon request, additional information was provided on the event. The event occurred during the ablation phase. The overall time for ablation at the site of injury was 20 seconds in the same area. They were dragging the area. The last ablation cycle time at the site of injury is unknown. It was unknown if the power was titrated during ablation. Settings during the event include: temperature control mode/ temperature cut-off 43ºc /power setting 35 watts / irrigation flow setting 30ml/min / st. Jude medical agilis sheath . A transseptal puncture was performed with a st. Jude needle. The patient was anticoagulated in a range of 250-300s. There were no error messages observed on the biosense webster equipment during the procedure. The patient had one extra day of hospitalization as the day after the procedure, an implantable defibrillator was implanted in the patient as part of patient care plan. The patient had a vast scar area due to a previous infarct. The physician¿s opinion regarding the cause of this adverse event is that the patient had a thin left lateral ventricular wall.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) of the lot# 17059120m was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/8/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent an ischemic ventricular tachycardia (isvt) procedure with a smart touch unidirectional catheter and a suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history is unknown. The physician was applying rf with this catheter in the left ventricle when the patient¿s blood pressure dropped. The procedure was stopped and a pericardiocentesis was performed. The returned device was visually inspected upon receipt and tip dome and rings #1, #2 and #3 had scratches on them. Also the peek housing and pu margins had scratches. These conditions suggest that the catheter had friction with other surface. Additional information was attempted to be obtained however no response or further details were received. During manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. It is unknown how this condition was generated. Per the event reported, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. No force issues were observed. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.